Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer reported that this was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No unexpected replace battery now alarm noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on (B)(6) 2025 at 10:28:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. According to the pump history the low battery alerted first at (B)(6) 2025 at 10:28:00.000, then replace battery alert on (B)(6) 2025 19:59:00.000 and finally the replace battery now alarm on (B)(6) 2025 at 20:30:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: scratched case and cracked up, down and right button keypad overlay and pillowing keypad overlay. The sc1 cap locks properly in place in the reservoir compartment noted. No unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Customer alleged for did not receive a low battery alert prior to the replace battery alert or replace battery now alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.